Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had display light dimmer and insulin pump reject new batteries and insulin squirts during closing of reservoir. Customer stated that the buttons was pressed twice to get respond. Customer stated that they received more frequently no delivery alarm alert. Customer stated that they declined troubleshoot but insulin pump still working fine. Customer stated that the blood glucose value was not known. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.